Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the 97745 controllers (ptm) (s/n (B)(6) revealed blank/white/pixel multicolor/no display as well as broken/damaged pins on rtm connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by a manufacturer representative (rep) regarding an external device. It was reported that there was blank controller screen, even when plugged into the power source with out the battery. Rep said the pt had tried to reset the controller by plugging the controller into the ac power supply without li battery pack, but controller screen remained off. Pt then tried to put in li battery pack, but controller screen remained off. Pt tried to use recharger, but controller screen remained off.